Event description:
The customer reported the sys would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The male and female pins were replaced. The on/off breaker needs to be repaired. No conclusion can be drawn as repair info is unavailable and no add'l svc info was provided.